Event description:
It was reported that this left ventricular (lv) lead exhibited increased threshold measurements. Review of device data determined there were several low out of range pacing impedance measurements recorded. This lead was recommended to be replaced during scheduled device replacement. This lead currently remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).